Manufacturer narrative:
Potential impact: if this finding was changed before any reports were generated, there would be no impact. If it has been changed in the middle of the life of their rm, then any patients returning for a repeat study and having the previous study used a template would have the finding stating that the calcification is "mild", where the original statement did not give a severity. The same would go for studies re-finalized after the date, causing potential confusion and misdiagnosis. A treating physician accessing a report in the emr/his that contains the non-obvious incorrect clinically significant info will use this info to formulate inappropriate therapy or withhold correct therapy, potentially leading to a misdiagnosis, delayed diagnosis, delayed treatment or inappropriate treatment. There has been no reported patient harm for this occurrence. A reportable correction is underway for this issue and has been reported to the FDA via reference #z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting. (B)(4).

Event description:
Agfa submitted MDR report#: 1225058-2010-00001 to the FDA on june 07, 2010 for a site in the us. A occurrence is being reported for the same issue/same device: impax cv results management adminstration tool (rmat). This is an internal discovery determined during the implementation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. (B)(4). An agfa clinical analyst performed a retro-analysis and reported the findings to agfa service and agfa product quality mgr. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in patient reports. Specifically: original finding label and sentence stated that "there is mitral annular calcification". This has been changed to "there is mild mitral annular calcification". The labels match the sentences.